Event description:
Following mediastinoscopy for lung cancer staging using a video mediastinoscope, the patient developed vocal cord paralysis presumably, secondary to recurrent laryngeal nerve injury. It is my professional opinion this complication occurred due to a faulty design of the surgical instrument which by its design placed the patient in harms way for this complication. This is only one of several patients that experienced the same complication following the same procedure with the same instrument. I know of at least four other patients all of whom developed vocal cord paralysis following this procedure, which typically carries a complication rate of 1-2% for this complication. In my practice using a different instrument, this complication had not occurred at all. It is my belief the instrument design and function is the basic problem which led to the complication observed in each of these patients.